Event description:
It was reported that an unspecified cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) event due to minute ventilation oversensing on the right ventricular (rv) lead. Lead evaluations were performed, and no evidence of impairment was found. Technical services recommended to double check impedance values and threshold at the next clinic visit to assure integrity of the rv lead. The unspecified crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Correction: cognis-teligen devices do not have the sam feature available, it is highly likely that the patient device (B)(6) has been previously replaced and currently has in-service another device that do. However, the sales representative was unaware of this information. If further information about the correct model/serial is provided, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) event due to minute ventilation oversensing on the right ventricular (rv) lead. Lead evaluations were performed, and no evidence of impairment was found. Technical services recommended to double check impedance values and threshold at the next clinic visit to assure integrity of the rv lead. This crt-d remains in service and no adverse patient effects were reported.